Manufacturer narrative:
MDR 2518422-2023-04401 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2023-04402. This follow up report is being filed for awareness of this duplicate report. A correction report MDR 2518422-2023-04401-1 has been filed for awareness about the duplicate report.

Manufacturer narrative:
MDR 2518422-2023-04401 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2023-04402. This follow up report is being filed for awareness of this duplicate report. A correction report 2518422-2023-04401-2 has been filed for awareness about the duplicate report. Section h type of reported complaint was updated to death.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The customer has alleged patient died of respiratory pneumonia. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.